Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Performed displacement test and was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The pump was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump was also received with critical pump error (open book image) alarm and crest software was utilized and successful, however the thus history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to verify pump error 43 alarm and perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Powered the pump on using the aa 1.5v battery and continue bootloader traces download using xtest rf, crest and thus. Bootloader traces using xtest rf, crest and thus was successful. Per r&d engineering, the xtest bootloader traces do not provide the additional information, thus problem isolated on the electronic assembly. The pump was cut open to perform visual inspection and no loose electronic components noted. However, moisture damage was found on the electronic assembly. No moisture damage found on the battery tube, motor and vibrator assembly noted. (B)(4).